Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the system. The fse inspected analyzer and found ise electrodes were damaged/worn. The fse replaced the ise electrodes sodium (na), potassium (k) and chloride (cl) to resolve the issue. Performed system verification successfully without further issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported erroneous low ise (ion selective electrode) patient results were generated for sodium (na), potassium (k) and chloride (cl) involving the au480 chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.